Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. Programming changes were performed. The device and the left ventricular lead were removed, and the right ventricular lead was still in use. The patient was in stable condition.